Event description:
It was reported that post implant of a leadless implantable pulse generator (ipg), the patient experienced a pericardial effusion, cardiac tamponade and cardiac perforation. Cardiac arrest also occurred and an echocardiogram confirmed the pericardial effusion. The effusion was drained and temporarily recovered, however, the fluid subsequently continued to accumulate and thoracotomy was performed. Afterwards, the patient received thoracotomy twice, including by-pass treatment but they could not be rescued and the patient passed away.

Manufacturer narrative:
This is a system report. The section d information is for the primary device, which was in use with the following: brand name [micra] product ID: [mc2avr1-delsys], (serial: (B)(6)). D9: no. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was noted that the patient experienced total brain death due to multiple cerebral infraction, it was also noted that the leadless ipg was not the direct cause of death but was the trigger.